Event description:
The user facility reported that four hours after treatment, the patient experienced bleeding at the incision site on the back of his neck where a cyst was removed, bleeding at his tunneled right jugular dialysis catheter site, and had a "bloody aftertaste". The sample was discarded.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported episode of bleeding following the patient's hemodialysis dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Related MDR: 1713747-2014-00180.